Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Prior to the device being returned to olympus, the end-user confirmed that the device was disinfected and sterilized. The customer's allegation was also confirmed. In addition to the reportable malfunction described , the following faults were also identified: due to clogging of the nozzle, water supply volume, and water removal ability does not meet the standard value, the switch button one has a scratch, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up down knob is out of the standard value, adhesive on the bending section cover or distal sheath has a chip, adhesive on the bending section cover or distal sheath has white-clouded area, suction connector has a dent, the adhesives around objective lens has white-clouded area, adhesives around light guide lens has white-clouded area, plastic distal end cover has a dent, and the connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is received from the user facility.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had an air supply failure. It was unknown when the event was observed, however there were no report of patient harm or injury associated with this event. The subject device was subsequently returned and the nozzle was found to be clogged with foreign matter. This medwatch report is being submitted to capture the reportable malfunction identified during evaluation.